Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2018-12838, reference MFR. Report#: 1627487-2018-12839, reference MFR. Report#: 1627487-2018-12841. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the system was explanted.